Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being updated on this follow-up # 01 MFR report: 3005168196-2021-01022 1. Section d. Box 4. Catalog # 2. Section d. Box 4. Unique identifier h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine) and a penumbra canister (canister). During the procedure, the engine was unable to provide maximum pressure and consequently, only two indicator lights illuminated. Therefore, the engine with the canister were removed. The procedure was completed using lytic therapy. There was no report of an adverse effect to the patient. It was also reported that post-procedure, a penumbra sales representative checked the engine with a new penumbra canister (canister) and noted that the engine worked fine and generated pressure at almost -29 inhg.